Event description:
It was reported that the pt attempted to decrease her stimulation using the minus key on her pt programmer before entering the court house metal detector. Her stimulation increased instead. She then experienced a shocking sensation in her pelvic area. She was able to decrease her stimulation by using the plus button. She turned her device off by using the top button on her pt programmer. The pt was okay. Further info is being requested from the hcp.

Manufacturer narrative:
(B)(4).